Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the unk instrument would not cut. The case was completed by using another instrument. There was no consequences to the pt.